Event description:
On (B)(6) 2011, pt reported he has been having trouble with the down button on his infusion device not working for him. Pt stated, he noticed the issue around 2-3 weeks ago when he was attempting to give a bolus. Pt reported, the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.